Event description:
It was reported that during a percutaneous coronary intervention (pci) a balloon rupture occurred. Access was obtained via femoral artery. The 90% stenosed lesion was located in the severely calcified left circumflex artery (lcx). A non-bsc guide wire passed the lesion; a non-bsc guiding catheter was then advanced and an attempt to pre-dilate the lesion with a non-bsc 2.5x20mm balloon, which ruptured. A maverick 3.0x30mm balloon was then used. The initial inflation was to 10 atms and the second inflation was to 12 atms. At the third inflation, at 14atm the balloon ruptured. Difficulty withdrawing the balloon into the guide catheter was encountered, therefore, the balloon was removed intact together with the guiding catheter. Two non-bsc stents 3.5x14mm and 3.0x28mm were implanted and post-dilated with a quantum maverick 3.5x8mm balloon. The patient remained stable and no complication was reported.

Event description:
It was reported that during a percutaneous coronary intervention (pci) a balloon rupture occurred. Access was obtained via femoral artery. The 90% stenosed lesion was located in the severely calcified left circumflex artery (lcx). A non-bsc guide wire passed the lesion; a non-bsc guiding catheter was then advanced and an attempt to pre-dilate the lesion with a non-bsc 2.5x20mm balloon, which ruptured. A maverick 3.0x30mm balloon was then used. The initial inflation was to 10 atms and the second inflation was to 12 atms. At the third inflation, at 14atm the balloon ruptured. Difficulty withdrawing the balloon into the guide catheter was encountered, therefore the balloon was removed intact together with the guiding catheter. Two non-bsc stents 3.5x14mm and 3.0x28mm were implanted and post-dilated with a quantum maverick 3.5x8mm balloon. The patient remained stable and no complication was reported.

Manufacturer narrative:
Device evaluated by MFR: the maverick 2 catheter was received with a non-bsc guide catheter and an unidentified guidewire. The maverick 2 catheter and guidewire were inside the guide catheter. There was blood in the balloon and inflation lumen. The inner shaft was stretched and buckled between the markerbands. There was a complete circumferential tear of the balloon 1cm from the proximal balloon bond. There was a longitudinal tear in the distal end of the balloon; the longitudinal tear was connected to the circumferential tear. The guidewire was protruding 155cm from the guidewire exit notch. Gently pulling on the guidewire confirmed that the wire could not be removed from the catheter lumen. The damaged condition of the returned device prevented functional testing to investigate the reported withdrawal difficulty. There was no evidence of any product quality deficiencies contributing to the reported event or the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).